Event description:
It was reported the patient¿s implantable neurostimulator (ins) had reached end of service (eos). It was stated the ins had been recharged and recovered after two or three attempts. It was further stated that all the parameters were correct and that the stimulation could not be restarted at the time of report. Additional information restated that it was ¿impossible to turn on the stimulation¿ after the ins was recharged. It was noted the patient did not feel stimulation and experienced ¿no¿ harm, injury or death at the time of initial report. Additional information reported the ins data files indicated the device reached eos ¿due to a third overdischarge strike.¿ further information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).